Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor rate error. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) motor rate error. During the functional testing was able to duplicate the reported issue. The motor was found to be faulty. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the motor, performed calibration and functional testing.